Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10355 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the device exhibited error code 4130. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: date of event unknown. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, damaged battery door gasket, scratched lcd lens, worn upstream occlusion (uso) seal and bubbled downstream occlusion (dso) seal. There was no evidence to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated and verified; power up of the device found continuous alarm for error code 41301. The most probable root cause of the reported issue was determined to be an inoperable pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.